Event description:
Re-admission for surgery (B)(6) 2013, for anterior discectomy and fusion, due to instrument failure, screw fracture at s1. Initial surgery (B)(6) 2012, was lumbar laminectomy and fusion.